Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported from the (B)(6) county department of coroner that this patient died an unknown duration following the implant of this implantable pulse generator (ipg). Cause of death was acute cardiac dysfunction and sequela of congenital heart block, due to pacemaker battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4058m implantable pacing lead implanted: unknown; 4058m implantable pacing lead implanted: unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.